Event description:
Complainant alleged that during biomed testing the device powered on initially with a white display, followed by a colored streak across the whole display. Complainant indicated that there was no patient involvement at the time of the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was evaluated by zoll medical united kingdom. The customer's report was duplicated and attributed to a small tear in the color cable. The color cable was replaced to resolve the report. The device was eertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.